Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 54 mg/dl. Reportedly the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer consumed carbohydrates to address bg. Customer was subsequently treated intravenous fluids of saline and oral insta-glucose gel to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.